Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error121. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The data log could not be retrieved and functional testing could not be performed. The reported event of an error icon display was not confirmed. A root cause could not be determined.